Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The patient reported the edge of the bottom aligner is sharp and cutting into the underside of the tongue. The aligner is tight, and teeth hurt with a pain level of 7.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.